Event description:
It was reported that the customer was having difficulty loading cartridges over two days. The customer's blood glucose level was 400 mg/dl the first day and 280 mg/dl the next day. During troubleshooting there were no alerts or alarms indicated. In addition, the customer was assisted with successfully completing the load process.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.